Event description:
It was reported that the patient alert triggered due to high right atrial (ra) lead impedance. It was also reported that there was oversensing. Follow-up revealed that the ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.